Manufacturer narrative:
No procedural delay or cancellation was reported. The user facility stated the patient was repositioned and the procedure was completed successfully. The facility stated the patient was positioned in normal orientation with a restraint placed across his thighs when trendelenburg position was commanded. At this time, the patient slid a few inches towards the head section of the surgical table. The operating manual states (pp.1-2) "unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The table is not covered by steris warranty and is not under a preventative maintenance agreement. The table was installed in 1991 and has no record of being serviced since the time of installation. The table is maintained by the hospital's biomedical department. The steris account manager is working with the facility to ensure they are using appropriate table accessories when using the trendelenburg position, including the trenstop accessory.

Event description:
The user facility reported that a patient slid a few inches towards the head of the table when the table was moved to the trendelenburg position. No injury was reported.